Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 47 mg/dl. The patient treated with food. Troubleshooting was initiated and the drive support cap appeared normal. The device was programmed properly as well. Further troubleshooting was declined. No products were returned or replaced.